Manufacturer narrative:
The customer stated that the sample value of 769.5 pg/ml was more believable. For the calibration performed on 05-jan-2018, the first calibrator signal was higher than expected. The second calibrator signal was lower than expected. Upon review of the alarm trace, a sample liquid level detection alarm occurred on 07-feb-2018. An insufficient sample volume or sample clot error occurred 12-feb-2018. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys pth immunoassay (pth) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted with a value of 58.59 pg/ml, which was reported outside of the laboratory to the doctor. The sample was repeated on (B)(6) 2018, resulting as 769.5 pg/ml. No adverse events were alleged to have occurred with the patient. The pth reagent lot number was 22037700, with an expiration date of 31-may-2018. The field service engineer ran performance testing on the analyzer. The analyzer and tests were verified to be running within specifications. Quality control performance was checked and all controls are acceptable.